Event description:
The customer did not specify the reason for the return of the product. There was no patient incident or injury reported. More information received on the returned product states: "broken-does not work".

Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that the battery springs and one battery door contact has corrosion on them. The battery door hinges are broken and the door can be completely removed but closes properly. When tested with new batteries and an alternate power supply, the alarm passes all functional tests. Note: posey instructions for use has a warning statement: "the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. When accessing the battery compartment, slide the battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. Do not use the alarm if battery damage has been detected. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended." (B)(4).